Event description:
Received call from a manufacturer representative (rep) reporting error codes 1707 and 4100. Caller also states that patient's recharging sessions are "extremely long." Caller is present with patient. Agent reviewed meaning of codes, and suggested replacing the recharger. Patient confirmed shipping information. Agent sent request for replacement to repair dept.

Manufacturer narrative:
Continuation of d10: product ID wr9220 serial# (B)(6) product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they and their spouse would charge their device regularly and for some reason, it would not work today ((B)(6) 2024). Patient stated they would be able to charge for a moment and then it would lose connection. Patient stated they had had this occasionally in the past but never like this. Patient stated they would always keep the recharger on the dock and charging when not in use but the last time they set it on the dock, they hadn't placed it properly on the dock and when they went to use the recharger yesterday, the recharger was dead so they charged it up overnight and it went to full charge and now today they were running into this issue. Patient services assisted the patient in troubleshooting and the patient was able to connect to charge the implant and could see it was at 20% charge but then it would lose connection. Patient's spouse was on the call too and after a bit, the recharger light went orange and they got a service code. Patient's spouse stated it had been doing this already today. Patient stated they saw the words "recharger stopped charging. Try recharging again." Patient couldn't recall the service code on the screen but stated that previously before speaking with patient services, they thought they saw a code that began with a "17." Patient continued to try to connect to their implant and it would connect and then lose connection. Patient then got a 1707 service code. Patient services reviewed best charging practices with the patient and patient's spouse said the communicator may have been previously on before but noted that it was off now. Patient crossed their right leg (the side the implant was on) over their left and leaned forward and they received another service code: 4100. Patient services reviewed the meaning of the codes with the patient and the patient stated their implanting health care provider (hcp) had placed the implant in deep so nothing surface level could impact it and they denied having had any falls or traumas. Patient stated they were always able to align the recharger over the incision and they had be able to charge the implant. Patient was unable to feel the implant, but just a "bump." They noted they'd felt the bump before, that their spouse hadn't felt it but the patient could and they would guide their spouse in placing the recharger. Patient stated they rode an exercise bike every day but then they'd always done that and never had an issue. Patient did admit that recently they had started doing more with an exercise bike and asked "could it have shifted and would that mean I'd need to have another surgery like before?" Patient services reviewed with the patient that their hcp could help them determine next steps and that the hcp could assist them in attempting to charge and checking the implanted system. Patient had initially called to ask to get a message to the manufacturing representative (rep) for assistance. Patient services reviewed the role of the rep with the patient and redirected the patient to follow up with their health care provider (hcp) advising the patient that the hcp could page a rep if needed. Patient stated worked primarily with a nurse practitioner (np). Patient stated they would follow up with their hcp and np to further assist them in charging and to check the implanted system but requested that an email be sent to the rep. Patient services was unable to locate the rep however and email was sent to the field in the patient's hcp territory.